Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient call was received, and the patient indicated one of the leads injured the heart. The patient also reported, the physician commented the lead did not go to the place where it supposed to be. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated rv lead dislodge noted and pericardial effusion. A pericardiocentesis drainage procedure was performed. Rv lead revision procedure schedule for the following day. During the rv lead revision, the patient presented with impending tamponade. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.